Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4) the complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information in australia: "underinfusion." According to the customer: "in this incident, the pump reportedly delivered 5mls, instead of the programmed 20mls. The reporter also observed the drip count during the infusion to be slow, despite the pump appearing to be running fast. 2x upstream alarms were sounded and acknowledged in the previous infusion programmed on the pump, and as the line was not changed before the incident occurred, the pump upstream calibration settings would have remained from the previous infusion. There were no alarms sounded during the reported infusion".